Event description:
It was reported that when patient presented to the clinic for phrenic nerve stimulation, high, out of range, capture threshold was observed on the right atrial lead. The lead was repositioned and the nerve stimulation and high capture threshold were resolved. Patient was in stable condition before, during and after the procedure.